Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving clonidine (100 mcg/ml at 10 mcg/day), bupivacaine (5 mg/ml at 0.5 mg/day), and morphine (unknown) (10 mg/ml at 1, 2.192 max mg/day) via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient had a motor stall for 10 minutes on (B)(6) 2021 at 8:23 am. The healthcare provider (hcp) stated that there were no other stalls in the pump logs. The patient couldn't remember what she was doing that day but knew she did not have a magnetic resonance imaging (MRI), but she did not know if she was around electromagnetic interference (emi) that day. Technical services discussed that due to the short duration of the stall it was likely an environmental cause as it had not stalled since. Reviewed playing pump alarms for patient and if she hears the pump alarms in the future to interrogate her pump using the personal therapy manager (ptm) and checking her environment/calling the hcp.